Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic and change of dressing post procedure, the electrocardiogram (ECG) revealed loss of capture on the left ventricular (lv) lead. This resulted in loss of biventricular pacing upon device interrogation. Programming changes were made, and the patient was sent for x-ray. The x-ray revealed partial dislodgement of the lv lead, but it was still in vein. No further intervention was performed. The patient was stable and will continue to be monitored with current programmed settings.